Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system issued an insulin occlusion alert while the user¿s blood glucose was elevated to 221 mg/dl; the user employs a cannula-based infusion set and visual inspection showed no tubing kinks or knots, and insulin drops were observed when disconnected and primed before normal operation resumed after reconnection. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, no assistance required, and no reported acute complications. Investigation included guided troubleshooting and user education, including disconnection, line priming to confirm flow, reconnection, and verification that a meal announcement and subsequent delivery proceeded without recurrence in the moment. Investigation of this case revealed a transient occlusion alert consistent with an insulin delivery interruption through the infusion set that resolved after supply handling and reconnection, with no confirmed hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set or line-related interruption of flow that was mitigated by user-led troubleshooting and supply management.